Event description:
A nursing home residnet was bathed in the century whirlpool tub b y a nurse assistant. As the resident was lowered from the tub, she fell in the tub chair which had seperated rom the lift. Resident was transferred to the hospital and returned with a diagnosis of fractured pelvisdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification, user error contributed to event, none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.